Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of (hub cracked) cannot be confirmed as the device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Scar004345 was sent to contract manufacturer freudenberg medical as notification of this hub crack event/customer feedback. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." Labeling review: directions for use states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Exodus drainage catheter 2 of 4: this account reported experiencing four separate occurrences of cracking in the luers/hubs of exodus drainage catheters. The cracks were noticed when the drainage bags were removed. The drainage bags were replaced with an unknown product. The account is switching to argon skater drains immediately and will not entertain total abscession. No additional information has been provided. The reported device is not available to be returned to the manufacturer for evaluation.